Event description:
The device was defective. It was returned to the pharmacy from one of the nursing floors. It is used to prepare an admixture between a drug vial and a bag of diluent. This one was used with a b braun 100 ml d5w (partial fill in a 150 ml pab container, and a 1.5 g vial of esi lederle's ampicillin and sulbactam for injection. When everything was connected, no fluid transferred frm the diluent container to the drug vial. Everything seems to be firmly attached. The sample is available.